Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00784301626, item name femoral stem beadedfullcoat 12/14 neck taper std. Body ext. Offset size 1616 mm distal dia., 160 mmlength, lot # unk. Item number 00625006515, item name bone scr 6.5x15 self-tap, lot # unk. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02415.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised (13) years post implantation for instability. Attempts have been made and additional information on the reported event is unavailable at this time.